Event description:
Reported status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury previously. Device issue: shaft separation. It was reported that after successful deployment of the stent, resistance was felt with the vessel during removal of the sds from the pt, the distal shaft separated and was held together by a thread. The separated shaft was able to be removed without issue and no pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon. There was contrast in the inflation lumen and in the balloon. The balloon had loose folds. The distal shaft was separated 7 cm proximal to the guide wire exit notch. This was at a joint where the outer member and outer jacket are joined. The hypotube and hypotube bayonet were exposed for a length of 18 cm. There was a clear inner member over the hypotube. The separated edge of the outer member was stretched and jagged. The edge of the clear inner member over the bayonet was cut at an angle. Product performance engineering reviewed the incident info. Difficulty to remove an sds post deployment can be the result of, but not limited to, deflation technique, poor balloon refold, and/or interaction with the deployed stent, pt anatomy or lesion characteristics. Analysis also noted that the distal shaft was separated 7 cm proximal to the guide wire exit notch, confirming the reported shaft separation. The hypotube and bayonet were exposed and clear inner member over the hypotube was cut at an angle. The separated edge of the outer member was stretched and jagged, which suggests material overload (stress/fatigue). In this case, it is likely that after deployment of the xience v stent, the sds interacted with the stent struts and/or lesion/anatomy such that resistance was noted during removal. As force was applied, the shaft separated. A review of the product mfg records did not reveal any non-conformances associated with this lot that could have contributed to this complaint and all lot release testing met spec. As the reported difficulties appear to be related to the operational context of the product and not a product quality deficiency, no corrective action will be implemented in this case. Product performance engineering will monitor the incident circumstances. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verity the product quality. This MDR is considered closed by the product performance group.